Event description:
A malfunction was reported on the pump by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to call back if the malfunction recurs, which the customer acknowledged and understood.